Manufacturer narrative:
Weight, ethnicity, race: unk. Investigation type (B)(4): lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5 13.7 implantable collamer lens of -4.5/5.0/086 (sphere/cylinder/axis) was implanted as an exchange lens in the patients right eye (od) on (B)(6) 2022. A little astigmatism remains. Reporter states lens size is not the problem. Lens remains implanted. See MFR# 2023826-2022-00139 for initial lens.